Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was no longer functioning as intended. The patient was doing well postoperatively, and the explanted device was not returned.